Event description:
Allegedly when the surgeon began to insert the 3rd screw, the entire plate popped up with 2 screws broken, leaving most the screws implanted in patient.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.